Manufacturer narrative:
Physio-control further examined the removed 3rd party usb data cable and observed that a test device would power off by itself when the cable was flexed at or near the strain relief due to internal damage to the cable.

Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue. Physio observed that when the 3rd party usb data cable was used to connect the device to the laptop that it caused the device to power off by itself. Physio then replaced the 3rd party usb data cable and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself while attempting to download information from the device to a laptop. There was no patient use associated with the reported event.